Event description:
Philips rec'd a complaint from a customer that the footswitch in examination room would not do the fluoroscopy.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.